Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
The patient called and stated that her meter was giving her delayed readings or not registering a result. At times the result would take up to a few minutes. In addition to a concern of high readings from the meter. The customer's expected blood result is 91-130mg/dl fasting. Verified the strips expire 5/19/2018. The customer did state she was not feeling well, she stated she was feeling excessively, fatigued, excessively thirsty, frequently urinating with rapid breathing. Reviewed meter memory: (B)(6). Time date on the memory were not setup on the meter. Manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer contacted her physician and was seen on the day of the complaint.